Event description:
It was reported that thee leads and adapter were explanted due to infection/erosion. This is similar to events MDR 2183787-2019-00091, MDR 2183787-2019-00092, & MDR 2183787-2019-00093.